Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the 2.50 x 15mm trek rx stent delivery system (sds) was to be used in the mid right coronary artery (mrca) lesion with heavy calcification. Resistance was felt when removing the protective sheath. The sds failed to cross the target lesion and when pre-dilating the proximal rca, the balloon failed to inflate several times even when using a new indeflator. The sds was removed and another same size 2.50 x 15mm trek rx was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the mandrel/stylet or inflation issue; however, the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, the following information was provided: it was reported the 2.50 x 15mm trek rx balloon dilatation catheter (bdc) was to be used in the mid right coronary artery (mrca) lesion with heavy calcification. Resistance was felt when removing the stylet. The bdc failed to cross the target lesion and when pre-dilating the proximal rca, the balloon failed to inflate several times even when using a new indeflator. The sds was removed and another same size 2.50 x 15mm trek rx was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.